Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported cannula not being inserted, bent cannula and hospitalization with hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 505 mg/dl while wearing the pod between 24 and 36 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (hip/buttocks). The cannula was also found bent. The patient was dehydrated, vomiting and nausea so they went to the hospital. The patient was put on intravenous therapy with fluids and a bolus of insulin. They provided the patient with liquids to drink as well. Patient was prescribed zofran for the nausea. The patient's blood glucose history are as follows: (B)(6).